Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. The surgeon described a patient had suture break post op but with minor complications. Re-closure with a new suture was done. Additional information has been requested.

Manufacturer narrative:
Product complaint: (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: the surgeon and pa revealed this has been an ongoing issue over the past 18 mo. The surgeon described a patient had suture break post op but with minor complications. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. * please confirm the number of sutures affected per patient/event. 1 * were wound dehiscence or any other patient consequences observed? No. Not intraoperatively. * was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Re closure with new suture. * can you identify the lot number of the product that was used? No. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 health effect - clinical code. H6 health effect - impact code. Additional information was requested, and the following was obtained: known patients with post op suture breakage 2. Intra op suture breakage estimated 10. Involves two locations. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used/location of suture placement? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the patient experience a post-op wound dehiscence? If yes, what tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating patient stress factors for the post-op suture breakage? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will product be returned? If so, please provide the return date and tracking information.